Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported a patient who presented with moderate dryness in both eyes approximately 2 weeks following lasik. The patient is being by increasing the previously prescribed topical steroid dosage. Additional information has been requested, but has not been received. There are two medical device reports associated with this event. This report is for the patient's right eye.